Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Event description:
It was reported that the patient arrived in the emergency department (ed) with 5 episodes of large volume hematochezia. The patient denies having any abdominal pain, nausea, vomiting, or melena. The patient was noted to be tachycardic, blood pressure within normal range (bp wnr), hemoglobin (hb) 6.7 (hb ±10 at baseline), white blood cell count (wbc) 16.7, platelets (plts) 209k, international normalized ratio (inr) 2.59. The patient last took warfarin on (B)(6) 2022. The event resolved without sequelae on (B)(6) 2022.

Event description:
Additional information states that for this specific admission, there were no signs of active or recent gastrointestinal (gi) bleeding. On (B)(6) 2022, colonoscopy was done, and the findings were unremarkable except for scattered small-mouthed diverticula in the left colon, a scar in the cecum, and a post polypectomy scar in the transverse colon. The patient was switched from famotidine to (ppi) due to steroids taper. The tachycardia was likely due to blood loss anemia, and it improved. The event was ongoing with the patient stabilized as of 26apr2022.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct relationship between the device and the reported gastrointestinal bleeding (gib) could not be conclusively determined through this evaluation. The account reported that the patient presented to the emergency department with 5 episodes of large volume hematochezia. They denied having any abdominal pain, nausea/vomiting or melena. A colonoscopy was performed which was normal and did not identify any signs of active gib. The patient had tachycardia, but the account indicated that this was likely due to blood loss anemia. The patient received blood products, and the event resolved without sequelae on 26apr2022. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6). No product is available for investigation. Review of the device history records for (B)(6) showed no deviations from manufacturing or qa specifications. The implant kit was shipped to the customer on 24jul2021. The heartmate 3 lvas IFU is currently available. This IFU lists bleeding as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. The patient care and management section provides information regarding anticoagulation, including the recommended inr values. No further information was provided. The manufacturer is closing the file on this event.